Manufacturer narrative:
(B)(4). Date sent: 02/26/2020. D4: batch#: r57l5z. Additional information received: the patient came back to the op in the afternoon, as there was bleeding from the staple suture and it therefore had to be sewn over. It was a short procedure without further complications for the patient. Additional information was requested, and the following was received: were the hemorrhoids circumferential or in specific quadrants? Please describe. The patient's hemorrhoids were circularly identical. What is the surgeon¿s experience with the pph procedure? More then 200 procedures with the pph device. What is the surgeon¿s experience with the pph device? See answer above. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? 60 seconds after closing the device and then 10seconds after firing. Was a complete washer transection confirmed? The typical cracking when shooting was missing. What was the total estimated blood loss (ml)? 250ml. Was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? Post op. 1x clexane 40 s.c. What is the current status of the patient? Unknown, patient was discharged largely without symptoms. Device analysis: the analysis results found that the pph03 device arrived with the knife damaged, the breakaway washer was present and with an off-center cut. The device was reloaded with staples and the device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how many hours the surgical procedure was delayed by? Was there any change in the post-operative care of the patient due to the surgical procedure delay?

Event description:
It was reported that during a hemorrhoidectomy procedure, one side of staple line was not completely closed. Staple line had to be sutured manually. Bleeding occurred on the other side of the staple line, which also had to be sutured. This led to significant delay in surgery time (several hours). Patient is fine.